Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97791, lot# n537701, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient reported he was getting intense pain on the left side "shooting down" to his foot like a "blow torch" every 30 seconds. There was uncomfortable overstimulation that was intermittent. He turned therapy off and was still having stimulation, but it was not as strong. There was no trauma or falls that could be related to this issue. This occurred on the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes failed back surgery syndrome and spinal pain.